Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the ruby coil pusher assembly became kinked and the ruby coil unraveled inside its introducer sheath. The physician removed the ruby coil and successfully completed the procedure using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured and bent in multiple locations throughout its length. The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusion: evaluation of the returned device revealed the pusher assembly was fractured. If the ruby coil is forcefully advanced against resistance, the pusher assembly may become kinked. If the kinked device is forcefully manipulated further, it may become fractured. Further evaluation revealed the pusher assembly was bent in multiple locations throughout its length. This type of damage likely occurred due to forceful manipulation of the ruby coil against resistance, or during packaging for return. The introducer sheath, embolization coil, and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.